Manufacturer narrative:
The device has been requested but has not been received at b+l for eval. Investigation is ongoing. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported when injecting amvisc plus into pt's eye the luer lock-needle came off the syringe (with force). No pt injury.